Event description:
It was reported that while stimulation was turned on, the pt felt stimulation in the wrong location. The pt felt stimulation in the "stomach" and the pt's body was "jumping like a rabbit." It was also noted that the pt's stomach was "bothered" for the "past four or five days." It was stated that the pt was "too sick to go to doctor" and was at home. The pt was "weak and hardly eating anything." Medtronic representative was contacted on (B)(6), 2010, and discussed with the pt that the ins should be turned off for two days. The ins was turned off on (B)(6), 2010, in the morning. It was unclear if this action had any affect on the pt's symptoms. Reprogramming the stimulation was reviewed to address stimulation needs. The pt was redirected to the health care provider (hcp) as it was noted that it could not be determined by phone whether the pt's medical symptoms were related to spinal cord stimulation (scs). It was later reported that the pt had "dementia" and a representative would follow-up regarding questions about turning the ins back on. It was noted that a nurse was to assess the pt on (B)(6), 2010. It was later reported that stimulation was not able to be adjusted. It was stated that programmer would not go above 9.50. It was discussed that the upper limit was reached and to go above 9.50 would require programming to reach the maximum amperage of 10.50. It was reported that the pt was "in a lot of pain." The pain began following "a slight fall" occurring "about one week" prior. It was stated that the pt had not felt any stimulation "for several days," not feeling stimulation "since fall." Further details of the fall were not provided.

Manufacturer narrative:
(B)(4).